Event description:
It was reported that the patient booked a revision surgery for an inflatable penile prosthesis(ipp) device due to unspecified reasons on (B)(6) 2020. This patient is being treated in a public health hospital and no information relating to the patient can be accessed.